Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that the mini drawer 2.2 was failing and causing other min trays to fail as well. So, the fse replaced the whole printed circuit board assembly (pcba) mini board. Then went into hardware test application (hta) to configure the trays then restarted the main app to configure the whole drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station drawer was failed to close. The customer reported that they had to access the medications from another drawer that caused a delay in patient care. There were no adverse events or injuries reported based on this event.